Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned to the manufacturer for analysis. The device was within specification and passed the v-grip continuity test. The distal black pet appeared burnt. The device was dissected to expose the attachment tether tip shape. The monofilament had a mushroom shape, indicating thermal detachment. The device had no kinks or damages, and was noted to be completely within specification. Based on the available information and evaluation of the returned device, the complaint of non-detachment can be confirmed, as the pet was burnt, which indicated multiple attempts were made to detach the device; however, the monofilament displayed evidence of normal thermal detachment. The root cause cannot be determined.

Event description:
It was reported that ten (10) attempts were made to detach an embolism coil after placement in a basilar aneurysm; however, the coil did not detach. During removal, the coil unexpectedly detached partially in the parent vessel. The coil was pushed into the aneurysm with the pusher. There was no reported intervention or patient injury. The current patient's status is reported to be normal.